Event description:
Manufacturer representative reported high impedance and no stimulation during a bilateral deep brain stimulator implant. The lead placement was targeted for the stn. It was alleged the stylet was inserted upside down and the connecting part was inserted into the stn. Investigation activities by the manufacturer were initiated. The x-rays taken at the time of the surgery revealed that either the lead implanted was not a dbs lead, or the lead was implanted upside down. Revision surgery was performed and the lead was explanted. Examination of the explanted lead by a manufacturer representative revealed there was no hole on the tip of the electrode eliminating the possibility the stylet could go the reverse way. No pt injury was noted. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.